Manufacturer narrative:
Date of event: the event date was not reported, therefore the first date of the month of the aware date was used.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, it was noted that the shaft was broken during unpacking. The device never introduced to the patient's body.

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. However, it was noted that the shaft was broken during unpacking. The device never introduced to the patient's body.

Manufacturer narrative:
Date of event: the event date was not reported, therefore the first date of the month of the aware date was used. Device evaluated by MFR.: visual examination of the returned device revealed that the hypotube is separated 59cm from the hub. There are multiple kinks along the whole device. Microscopic examination revealed no additional damages and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.